Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4095 surgical table and found the unit to be operating according to specification. No issues with the function or operation of the table were found and the unit was returned to service. While onsite, the technician spoke with facility personnel who stated at the time of the reported event the patient was placed on the table while the tabletop was already fully extended toward the head end. The 4095 surgical table operator manual states (4), "warning tipping hazard center tabletop over column before transferring patient on or off of surgical table." A patient should not be placed on the table while it is fully extended as the tabletop should always be centered to ensure stability. As the patient's weight was not evenly distributed over the column on the table, this allowed the reported event to occur. The reported event is attributed to user error as facility personnel should have centered the tabletop over the column prior to positioning the patient. A steris account manager performed in-service training with user facility personnel on the proper use and operation of the 4095 surgical table, specifically to center the tabletop over the table column prior to transferring the patient. No additional issues have been reported.

Event description:
The user facility reported that prior to the start of the procedure a patient transferred themselves to the table causing their 4095 surgical table to tip downward hitting the floor. The patient fell from the table to the floor resulting in back pain. The procedure was completed successfully.